Event description:
It was reported that the pump time was incorrect after the pump turned off due to normal battery depletion. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.